Event description:
On (B)(4) 2012, abbott point of care (apoc) was contacted by a customer regarding crea cartridges that yielded discrepant creatine results on a pt when compared to the lab instrument. Method: I-stat, result: 6.0, time: 08:14 whole blood, finger stick. Aeroset, 1.3, 11:23 venous plasma. Apoc does not recommend finger stick for crea testing. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).